Event description:
On (B)(6) 2012, the scrub tech was in sterile processing to reassemble the instruments used during a craniotomy and found a small locking screw was missing from the guarded foot plate. No impact to pt or pt care.